Event description:
It was reported: original surgery in 2000. When revised 2001, tissue was oily, bloody, and pt was very contracted. In this case probably due to 8plus months in vivo shell had migrated so extensively and caused enough pain t actually begin "wearing" away the anterior portion of acetabulum.